Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the 0 degree endoscope to perform failure analysis. A return material authorization (RMA) was not issued for the 0 degree endoscope as the reported problem was resolved via troubleshooting during the procedure.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the site contacted the intuitive technical support engineer (tse) to report that the image was upside down. The site was using a 0 degree endoscope (serial# (B)(6)). The tse recommended to remove the endoscope from the universal surgical manipulator (usm), rotate the endoscope base until the correct orientation (30 up or 30 down) was displayed on the screen, press the clutch button on the usm that was holding the endoscope (to cancel guided endoscope change), and reinstall the endoscope onto the usm. The caller followed these steps but the issue remained. The tse viewed the system logs and saw a 48221 error. The tse recommended the customer to reseat the endoscope cable into the camera box 5-6 times. The customer reseated the endoscope cable 5-6 times, reseated the endoscope onto usm 3, and clutched usm 3 to clear the memory. The caller stated after doing this the image was displayed in the correct orientation. The procedure was completing as planned with no reported injury.